Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging cancer. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/25/2025. The device was returned to the manufacturer¿s product investigation for investigation. During the evaluation patient's complaint per legal: allegation of cancer. Pil powered on the device and was not able to verify airflow. No power to the device due to potential tampering of the device. Pil used a known good p4 power connector and blower motor and was able to retrieve the error log and care orchestrator data, and verified airflow. Review of the device log showed: -errors logged: 1 error was logged. -blower hours: 2205.6 hours were logged. -therapy hours: 2195.2 hours were logged. -compliance rate (percent of days with usage >= 4 hours): 13.3%. -device humidification setting: set at 1. -tube temperature setting: set at 3. Please see pqa-2105517 for photos and logs. Section g3 and h6 have been updated in this follow up report.